Manufacturer narrative:
Final device analysis for the stimulator revealed no significant anomalies. The stimulator had reached normal end of life. Final device analysis for the plug/boot revealed no anomalies.

Manufacturer narrative:
Product ID: 3550-29, product type: accessory. (B)(4).

Event description:
It was reported that early depletion of the stimulator occurred. The patient only had one group with 2 programs. Voltages were 3.6 and 4.8 with frequency initially at 40 hz. On (B)(6) 2013, the frequency was increased to 100 hz during an outpatient visited. The patient saw the physician again on (B)(6) 2013 and the device was interrogated. The result indicated an early depletion. The frequency was decreased to 10 hz. On (B)(6) 2013, the device showed early replacement indicator (eri) and was surgically replaced.